Event description:
It was reported that customer was having high blood glucose and unable to get under control with boluses. Customer's blood glucose was 572 mg/dl. Customer treated with injection of 10.0 units of insulin. Troubleshooting was done. It was found there was no delivery alarm on (B)(6) 2015, cannula/needle was curved and site was hard notch and it's red. The customer was advised to call back once tubing clamps were received to complete the troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.